Event description:
It was reported that during the patients ipg replacement the lead fractured and split. As a result, the contacts were left implanted, and a new lead was added. Stimulation therapy was reportedly restored postoperatively. Related manufacturer reference number: 1627487-2022-06676.